Event description:
It was reported that the patient went to their doctor¿s office on (B)(6) and a manufacturer representative was present. The representative discovered that the patient¿s stimulator was shut off but the patient had not shut it off. The patient had gone through airport security 3 days before the report and the security gates may have shut off the implantable neurostimulator (ins). The patient knew the ins was not helping in the back of their head. Additional information received reported the cause of the event was confirmed to have been from walking through airport security. It was reported the patient met with a manufacturer representative who interrogated the system and was able to turn it back on.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3 7742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).